Event description:
It was reported that a c2602 cusa excel 36khz straight handpiece had the cooling water alert go off and that there was a crack in the handpiece during a procedure. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.